Manufacturer narrative:
(B)(4) date sent 12/10/2024 d4 batch #436a46 and 521c12. Investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ntlc55 device was received with the halves mixed, with anvil partially detached on the distal end and the anvil post on this area appears to be damaged as if the anvil was pulled out of the device. No reload was received. In addition, the device was tested for functionality with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple form release criteria. The event reported was confirmed and due to the condition of the anvil, the reported complaint was confirmed by an external cause as improper handling. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch numbers 436a46 and 521c12, and no non-conformances were identified. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Additional information was requested, and the following was obtained: 1. Could you please clarify if there were any patient consequences ¿ no 2. Could you please clarify if there was any change in the post-operative care of the patient as a result of the event - no

Event description:
It was reported that during an unknown procedure the device had physical damage.